Event description:
In 2006 the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings. The medical affairs specialist (mas) contacted the patient to obtain and verify information. On march 23,2006, at night , the patient obtained a blood glucose result of 245mg/dl with the reported meter. At that time, the patient was experiencing the symptom of blurred vision. Thirty minutes later the patient retested her blood glucose level and obtained the result of 60mg/dl. The patient then took a glucose supplement. The patient contacted emergency services through a medical alert monitor she carries, and the paramedics arrived within 15 minutes. The paramedics obtained a blood glucose level for the patient of 89mg/dl. The patient did not receive any treatment nor did she require hospitalization. The patient's blood glucose levels vary greatly, and she is not on any medications for her diabetes. Her normally expected blood glucose results in the evenings or at night are approximately 130mg/dl. The patient did not have a backup meter at that time. The customer care advocate (cca) determined during the troubleshooting telephone call the patient's testing technique was correct and the meter was programmed for the correct unit of measure and calibration code number. The cca also determined the patient's test strips were expired, which causes inaccurate readings. No quality control testing was performed during the call, as the test strips were expired. The meter, test strips, and control solution were replaced.